Event description:
It was reported that the patient complained of a feeling like 'a baby kicking from the inside' during exercise. The left ventricular (lv) lead has been adjusted multiple times, without continual resolution. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.